Event description:
The pt had a de novo lesion in the distal circumflex. The lesion was slightly tortuous and moderately calcified with 90% stenosis. The lesion was pre-dilated. While 3.5x13mm cypher was being deliver to the lesion the physician felt friction in the proximal circumflex and removed the stent delivery system from the pt. The physician confirmed that the distal end of the stent was flared. Therefore, he gave up to use of the unit and a different stent was implanted instead. There was no reported pt injury.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.